Event description:
Caller states the patient tested >8.0 inr on coaguchek s system 1, a 3.66 inr and 3.65 inr on comparison labs, and >8.0 on coaguchek s system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B) (6). Will not be returned to manufacturer

Event description:
Procedure: cholecystectomy. According to the reporter: the shaft tore apart at the distal end.